Event description:
The port was stated to be leaking during dye study. The port was flushed once, removed by the physician and observed not be leaking. There may have been fibrin sheath present, the device was discarded and not available to be returned.